Event description:
Patient presented with a short neck (reported to be off-label). On (B)(6) 2009, a 28-16-120bl bifurcated device and a 34-34-80l proximal extension were placed with no endoleak noted. At the third follow-up visit, a slight posterior type I endoleak was found. On (B)(6) 2010, the patient was treated with a 34-34-100rl, which resolved the endoleak.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Use of the device with short aortic neck length is off-label.